Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-00803 and 3005099803-2017-00804 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two wallflex biliary partially covered stents were used in a patient with a choledochogastrostomy. The first stent (the subject of MFR report# 3005099803-2017-00803) was implanted during a procedure performed on (B)(6) 2017. The stent was implanted in a transgastric position between the stomach and the common bile duct. Shortly after the first wallflex biliary stent was implanted, the physician noted bile leakage from the stent. The second wallflex stent (the subject of MFR report # 3005099803-2017-00804) was implanted inside the first stent to cover the leakage but the issue was not resolved. The physician implanted a non-bsc device to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. The wallflex biliary rx partially covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms. However, in the case the stents were implanted within a choledochogastrostomy.